Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral "salping-oophenrectomy", the absorbable surgical suture broke when the vaginal end was sutured during the operation, and the absorbable surgical suture was replaced. No patient injury.